Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots within the filter, stenosis, post-thrombotic syndrome, caval thrombosis, fracture of filter struts, failed removal of the due to embedment of filter struts in the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and thrombosis within the filter and vasculature, as well as post thrombotic syndrome do not represent a device malfunction and may be related to underlying patient specific issues. Ivc stenosis is a known potential event associated with the implantation of the filters, and is related to the body¿s intrinsic reaction a foreign body. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots within the filter, stenosis, post-thrombotic syndrome, caval thrombosis, fracture of filter struts, failed removal of the due to embedment of filter struts in the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Per the medical records, the patient was admitted with shortness of breath, left neck pain and left sided pleuritic pain with episodes of hemoptysis. This patient has had chest pain events since the age of eighteen, history of asthma, smoking and positive for left leg deep vein thrombosis (dvt) and was on an anticoagulant medication regimen with difficulty maintaining compliance. A computerized tomography (CT) of the chest revealed evidence of bilateral pulmonary embolism. A doppler revealed chronic changes in the patient¿s left superficial femoral popliteal vein but the ivc was patent. During this admission the patient was also diagnosed with community acquired pneumonia (cap). As a result, placement of an inferior vena cava (ivc) filter was recommended given the risk for subsequent recurrent clot. During implantation of the ivc filter via the right internal jugular vein, the filter was deployed with its apex located below the renal veins without report of complications. Imaging of the chest done post ivc filter placement revealed no evidence of pneumothorax. The patient was discharged on a coumadin regimen. Per the patient profile form (ppf), the patient reports filter fracture, the filter is embedded and unable to be retrieved, blood clots, clotting and/or occlusion of the ivc, clot in the filter, stenosis, post-thrombotic syndrome, caval thrombosis. There was an unsuccessful removal attempt approximately 5 years after implantation. The patient reports swelling, pain, to be constantly in recovery due to the filter not being able to be removed, more tired/sluggish, nervous because they cannot remove the filter and is not sure what will happen in the future. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient was admitted with shortness of breath, left neck pain and left sided pleuritic pain with episodes of hemoptysis. This patient has had chest pain events since the age of eighteen, history of asthma, smoking and positive for left leg deep vein thrombosis (dvt) and was on an anticoagulant medication regimen with difficulty maintaining compliance. A computerized tomography (CT) of the chest revealed evidence of bilateral pulmonary embolism. A doppler revealed chronic changes in the patient¿s left superficial femoral popliteal vein but the ivc was patent. During this admission the patient was also diagnosed with community acquired pneumonia (cap). As a result, placement of an inferior vena cava (ivc) filter was recommended given the risk for subsequent recurrent clot. During implantation of the ivc filter via the right internal jugular vein, the filter was deployed with its apex located below the renal veins without report of complications. Imaging of the chest done post ivc filter placement revealed no evidence of pneumothorax. The patient was discharged on a coumadin regimen. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots within the filter, stenosis, post-thrombotic syndrome, caval thrombosis, fracture of filter struts, failed removal of the due to embedment of filter struts in the ivc wall. Per the patient profile form (ppf), the patient reports filter fracture, the filter is embedded and unable to be retrieved, blood clots, clotting and/or occlusion of the ivc, clot in the filter, stenosis, post-thrombotic syndrome, caval thrombosis. There was an unsuccessful removal attempt approximately 5 years after implantation. The patient reports swelling, pain, more tired/sluggish, and nervous. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain, tiredness and swelling do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.